Event description:
It was reported that an alert of low ra pacing lead impedance (pli) was observed when an asymptomatic patient presented in-clinic after experiencing a vibratory alert. Upon review of the trend, the ra pli measurements were stable. The lead was re-measured several times during isometric testing, and the measurements were stable. Ra capture and sensing were both stable. The possibility of an erroneous measurement was discussed. The ra lead will continue to be closely monitored.